Event description:
It was reported that of port needle extension tubing separation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an extension tubing break is confirmed; however, the exact cause is unknown. One photograph of a 20 g powerloc infusion needle with y-site was returned for evaluation. An initial visual observation of the photograph showed the extension tube was completely separated from the y-site joint. No details of the break could be discerned form the returned photograph. The needle was observed to be placed in a patient. No obvious damage to the y-site or extension tubing was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the break. This complaint will be recorded for future trending and monitoring purposes.